Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse verified and inspected the wash probes, reagent probes, and drains and found no issues. The aliquot probe was replaced, and the aliquot plates were removed from the lanes. The system was reset and a quick check was performed. When inspecting the inventory, there was evidence of moisture on the quality control (qc) vials. The cse replaced the wash station filters, sample probe, and the qc vials. The system was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed total bilirubin patient results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s), who questioned the results. Sample ID (B)(6) was repeated on an alternate atellica instrument. The repeat result was reported, as the correct result, to the physician(s). Sample ID (B)(6) was not repeated but the physician(s) reported out a previous test result as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total bilirubin patient results.